Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Add'l info was requested by phone on 02/15/2007, by fax and by mail on 02/22/2007, and by phone on 03/07/2007.

Event description:
A consumer reported she has blurred vision in her left eye following bilateral intraocular lens (iol) implant surgery. She also reported she sees halos during the day and night and is bothered by the sun. Consumer was told by her ophthalmologist she had an opacified posterior capsule nine weeks following implant surgery. Laser treatment is being recommended. Add'l info has been requested.